Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the cardiac perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pulmonary vein contraction (pvc) ablation procedure a cardiac perforation occurred. Following completion of the ablation procedure the patient began to show decompensation symptoms. A pericardiocentesis was performed to stabilize the patient. Once stable the patient was sent to the ICU for recovery. There were no performance issues with any abbott device.